Event description:
It was reported with a bd bactec¿ mgit¿ 960 supplement kit, one (1) supplement bottle was observed to be contaminated. It is not known if the observance of contamination occurred before or during use of the product. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record review for kit batch 4214650 and mgit growth batch 4214649 was satisfactory and no quality notifications were generated during manufacturing. Qc inspection was satisfactory at time of release. No other complaints have been taken on kit batch 4214650 and component batch 4214649. Retention sample inspection for this product is not required as the defect is verified from the photos provided. Three (3) photos were received to assist with the investigation of this complaint. All photos showed a crimped growth vial batch 4214649 exp 2026-01-28 with contamination floating in the media. There were no returns received for this complaint investigation. This complaint can be confirmed for a contamination defect. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported with a bd bactec¿ mgit¿ 960 supplement kit, one (1) supplement bottle was observed to be contaminated. It is not known if the observance of contamination occurred before or during use of the product. There were no health impact or consequences reported.